Event description:
Healthcare professional reported "rupture" and "simple cysts" diagnosed via ultrasound and MRI. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.